Event description:
Inability to administer insulin IV with this particular syringe. Doses must be drawn up in these syringes and then transferred to a different syringe to be given through the IV tubing.